Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found the customer reported that the cautery was not working. Failure analysis confirmed the complaint, finding the instrument failed the electrical continuity test with no current flow across the grip tips, despite no visible damage to the conductor wires. The instrument could not deliver energy and failed continuity testing; disassembly showed the conductor wire and energy board pin were intact. Testing revealed the conductor wire was likely broken inside the proximal connector crimp, as continuity failed both at the cut wire and at the connector. The probable root cause of the conductor wire being broken on the proximal end and functional test failure is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm permanent cautery hook instrument was not working. The customer tried two different monopolar cords. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was noted during the procedure, there were no signs of electricity upon the surgeon stepping on the pedals. There was no injury to the patient.